Manufacturer narrative:
Corrected data: h3.

Event description:
It was reported that the patient experienced ineffective therapy since 2 months. Diagnostics revealed high impedance on all contacts. As such, surgical intervention took place where in the lead was explanted and replaced with a new lead to address the issue. Reportedly, issue was resolved and effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. E1 reporter phone number: (B)(6).

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.